Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.

Event description:
Customer reported that insulin was squirting out of the insulin pump during the manual prime process. Customer also reported receiving an error alarm. Customer stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 235 mg/dl at the time of the call. No further information was provided.